Event description:
The international customer reported the ventilator alarmed due to a vent inop data acquisition pcba adc failure occurrence. The customer reported the device was not in use therefore there was no patient involvement or harm. A vent inop condition during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. Device evaluation and service is pending.

Manufacturer narrative:
Device evaluation and service pending.

Manufacturer narrative:
Supplemental report

Event description:
The manufacturers servivce technician was unable to duplicate the reported problem. Review of the device diagnostic history noted a vent inop occurrence as reported. The service technician replaced the data acquisition pcb board and data acquisition pcb to motor controller pcb boards cable to address the reported problem. Factory analysis of the returned parts identified no failures during testing.